Manufacturer narrative:
Returned for evaluation was one used profiler 9x4x75 lp pta catheter. An attempt was made inflate the balloon by attaching a 10cc syringe to the inflation luer of the y-connector. As the balloon began to inflate a small pin hole was noted in the balloon approx 2.5cm from the tip of the catheter. The balloon was then submerged in a tub of water and the balloon was then again inflated. Bubbles were noted exiting the balloon near the pin at the pin hole. The complaint is confirmed. The following measurements were taken and found to be within specifications: usable length, and 2 x balloon wall thickness. Although the complaint is confirmed the exact root cause cannot be determined. The defect most likely occurred after the device left the manufacturing facility. Prior to release, all balloons are 100% inspected for the reported complaint type. During this process every balloon is inflated and the balloon is verified that it does not leak. The leak observed during the device testing was obvious and would have been detected by manufacturing and quality personnel. The following is stated in the instructions for use, which is supplied to the end user with this catalog number, in reference to this complaint type: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." During the review of the manufacturing records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. (B)(4).

Event description:
As reported by the end user on (B)(6) 2011, while performing the first inflation of a lp pta balloon catheter, the "balloon broke." The balloon was successfully removed from the patient without incident and the procedure was successfully completed without further complications. No medical intervention was required and there was no harm to the patient due to this incident.